Manufacturer narrative:
(B)(4).

Event description:
It was reported that "[physician] stated that this is the third time the handle part broke in the middle of an injection within the past few months." Additional information received on may 26, 2026, indicated that "this has happened 2 other times in the past month or so, but no injury occurred at those times. This happened all three times while the injection was happening, with the handle collapsing each time." Associated mdrs: . For the reported event involving patient injury; and 3014909464-2026-00059 for the two previously identified similar occurrences; however, event-specific details were not available.